Event description:
It was reported that the up arrow button on the insulin pump was not working. Customer's mother stated that they are near a lake and it is more humid than normal. Mother also stated that this has been happening for several weeks however recently stopped completely working. Customer's blood glucose reading at the time of the call was 200 mg/dl and stated that they just ate. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.